Manufacturer narrative:
This report is submitted on august 22, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved, resulting in a loss of clinical benefit. The implanted device remains.

Manufacturer narrative:
This report is submitted on october 31, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. (B)(4).

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Per the clinic, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another cochlear device during the same surgery.